Event description:
As reported via (B)(4) study, a patient experienced elevated troponin t post index procedure that was later diagnosed as a periprocedural myocardial infarction based on the received adjudication minutes. At the time of the index procedure, the angiography revealed three vessels diseased. The indication for the procedure was stable angina pectoris. The proximal left anterior descending was described as 10mm in length, class b2, moderately calcified, and de novo with 80% stenosis. The lesion was pre-dilated with a 2.5 x 15mm balloon at 12atm and a 2.5 x 18mm cypher rx was implanted at 16atm. The stent was post-dilated with a 3 x 12mm balloon at 20atm. The 1st obtuse marginal was described as 12mm in length, class b2, moderately calcified, and de novo with 80% stenosis. The lesion was treated with a 2.5 x 18mm cypher rx at 16atm without post-dilation. It was reported that the patient's cardiac enzymes were slightly elevated at 0.70 (0.05 unl) 16-24 hours post index procedure which was later diagnosed as a peri-procedural mi as per received cec adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day. As a staged procedure, the patient underwent cypher stenting of rpda approximately after a month due to stenosis of the non-target lesion. No additional information was reported.

Manufacturer narrative:
An additional adverse event was reported from the cypress study stating that the patient experienced unstable angina and underwent revascularization of the stented 1st obtuse marginal (cass 20) approximately thirty-five months post cypher stent implant. The event was evaluated and determined to be unrelated to the index procedure but probably related to the cordis stent. This cypress study patient experienced a peri-procedural mi. This is a (B)(6) male with medical history including angina, most recent pci 1997, most recent CABG 1997, hyperlipidemia, history of smoking, bradycardia, irritable bowel syndrome, bipolar disorder. At the time of the index procedure, the angiography revealed three vessels disease, of which only two vessels were treated. The proximal left anterior descending was described as 10mm in length, class b2, moderately calcified, and de novo with 80% stenosis. The lesion was pre-dilated with a 2.5 x 15mm balloon at 12atm and a 2.5 x 18mm cypher rx was implanted at 16atm. The stent was post-dilated with a 3 x 12mm balloon at 20atm. The 1st obtuse marginal was described as 12mm in length, class b2, moderately calcified, and de novo with 80% stenosis. The lesion was treated with a 2.5 x 18mm cypher rx at 16atm without post-dilation. As a staged procedure, the patient underwent cypher stenting of rpda on (B)(6) 2011 due to stenosis of the non-target lesion. No additional information was reported. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15272482 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there possible patient factors and vessel/lesion factors that may have contributed to this patient¿s restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient experienced a peri-procedural mi. This is a (B)(6) male, with medical history including angina, most recent pci 1997, most recent CABG 1997, hyperlipidemia, history of smoking, bradycardia, irritable bowel syndrome, bipolar disorder. At the time of the index procedure, the angiography revealed three vessels disease, of which only two vessels were treated. The proximal left anterior descending was described as 10mm in length, class b2, moderately calcified, and de novo with 80% stenosis. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 12 atm and a 2.5 x 18 mm cypher rx was implanted at 16 atm. The stent was post-dilated with a 3 x 12 mm balloon at 20atm. The 1st obtuse marginal was described as 12 mm in length, class b2, moderately calcified, and de novo with 80% stenosis. The lesion was treated with a 2.5 x 18 mm cypher rx at 16 atm without post-dilation. It was reported that the patient's cardiac enzymes were slightly elevated at 0.70 (0.05 unl) 16-24 hours post index procedure. The cec adjudication committee has reviewed this elevated enzyme event and deemed it an arc peri-procedural event. The ode for mi has been added. There were no procedural or angiographic complications reported and the patient was discharged the following day. As a staged procedure, the patient underwent cypher stenting of rpda on (B)(6) 2011, due to stenosis of the non-target lesion. No additional information was reported. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15272482 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00129 and 3003742446-2012-00130.

Manufacturer narrative:
Concomitant medications included ace inhibitors, advil, amlodipine, atorvastatin, bivalirudin, calcium channel blockers, hmg coa reductase inhibitors, hydrochlorothiazide, nexium, nitrostat, plavix, ramipril, and zoloft. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00129 and 3003742446-2012-00130.

Manufacturer narrative:
Additional information received from the cypress study stating that the patient experienced unstable angina and underwent revascularization of the 1st obtuse marginal ((B)(4)) approximately thirty-five months post cypher stent implant. The event was evaluated and determined to be unrelated to the index procedure but probably related to the cordis stent. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00129 and 3003742446-2012-00130.